Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 05/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings:.the black box indicates the user was not priming the pump after powering it up on (B)(6) 2017 . The pump's force sensor was found to be with within specifications. The alleged issue could not be duplicated.